Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s screen became cracked and unresponsive after being carried in a pocket during active work, and the user elected to keep the pump on overnight while foregoing meals, with multiple daily injections available as backup and blood glucose noted at 122 mg/dl. Symptoms included no adverse physiological effects. Outcomes included no interruption of therapy beyond transition planning and no medical intervention or hospitalization. Investigation included user interview, device use review, education on shutdown procedure, data syncing guidance, replacement logistics, and return instructions. Investigation of this case revealed physical damage to the user interface display consistent with external impact during normal use and not indicative of a malfunction of internal therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device performance.